Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the infusion continued to run after the tubing disconnected from the rymed cap during a tpn infusion via the patient's PICC line. There was no report of patient harm.